Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 4.00mm x 8mm nc emerge mr, ous was returned for analysis. A visual and tactile inspection identified kins in the hypotube shaft, and no visual issues identified in the shaft polymer extrusion. A microscopic examination of the shaft polymer extrusion noted that the inner lumen was stretched and flattened within the balloon material and proximal to the proximal weld. The balloon appeared to have been subjected to positive pressure. The balloon was unfolded however there was no damage identified to the balloon material. A microscopic examination of the balloon material identified no tears, pinholes or damage. A microscopic examination of the proximal and distal markerbands identified no damage. The distal tip showed no signs of damage. The device could not be loaded over a 0.014-inch test guidewire due to the inner lumen damage. A leakage testing was performed wherein the device was attached to an encore inflation device and inflated to rated burst pressure, 20 atmospheres, without any issues. The balloon also deflated without any issue. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of no problem detected, based on the returned product analysis. This conclusion code is based on the available information and the review/testing conducted at the boston scientific site. It was reported that during the procedure, inside the patient, the balloon burst due to severe calcification. Based on the returned product analysis, no damage was identified on the balloon material that would indicate a balloon burst/rupture. The balloon successfully inflated and deflated to rated burst pressure without issue, therefore the reported allegation cannot be confirmed. The unreported hypotube kinks and inner lumen damage most likely occurred due to an unintentional handling error during removal of the guidewire from the device and as the device was being repackaged for product reported as they were not reported in the initial complaint.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.